Event description:
It was reported the end user was leaning on her rollator while getting into a vehicle. During the transfer, one of the rollator legs collapsed causing the patient to fall. The patient sustained a cut to her head and/or face. The cut was treated via 10-11 stitches. No further patient complications were reported as a result of this event.